Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic), while on patient use, fell over and hit the ground. The impella connect board came off. The impella console was sitting on its stand and as the nurse raised up the patient¿s bed, the bed caught the underside of the console and pushed the console off the stand. This happened because the bolts that hold the console to the stand were not in the proper position to hold the console and the stand together. After the fall, there was no interruption in the function of the impella and the patient had no adverse effects. The bedside nurse and the charge nurse switched out the patient¿s aic successfully.

Manufacturer narrative:
After internal review it has been discovered that manufacturer device report 1220648-2025-25621 is a duplicate of manufacturer device report 1220648-2025-25575. No further information will be reported in manufacturer device report 1220648-2025-25621. See manufacturer device report 1220648-2025-25575 for any further information.